Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete functional testing. The cause for the failure was defective u1004 and u1005 components on the computer/analog board. Additionally, the c19 capacitor was shorted on the defibrillator pca. The root cause for the defective components could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor displayed a service code 204 (belt/monitor unusable).